Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 353 mg/dl. The customer¿s other blood glucose was 148 mg/dl. The customer experienced symptoms such as nausea, headaches and gets very pale. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer was treated with insulin pump. The customer also state that tiny air bubble present along the top of reservoir. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.